Event description:
It was reported that during routine check , the cardiosave intra-aortic balloon pump (iabp) unit was failing auto fill testing. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional contact details: event site state: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp), had an autofill failure during the routine check. A getinge field service engineer (fse) evaluated the unit and found that the catheter extension piece was not being used with the balloon causing invalid dv calculation / dean volume leading to the auto-fill failures. The machine was checked over and all manifold and auto-fill tests were run, and all were okay. This call was a user error, and the machine was then ok and was returned for the clinical use. No patient involvement was there.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was failing auto fill testing.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit needs maintenance.